Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of cervical/neck and spinal pain. It was reported that the desktop charger (dtc) connector pin was broken off when the patient's husband stepped on it. Per the patient the implant went dead because they couldn't use or recharge the recharger. No out of box failure was reported and a replacement dtc was sent. The patient called back (B)(6) 2018 reporting that they got the replacement and they could charge the recharger, but the issue was now that they were seeing a reposition antenna screen. Per the patient they last recharged and felt stimulation "probably sometimes in may", but the battery was dead. They tried to charge the implant the day before but they got the reposition antenna screen and had poor communication. The patient was in "extreme pain" and was really stiff, so they needed to use the stimulation. The patient was redirected to their health care provider for a possible over-discharge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Fdr, fdm, and fdc codes apply to both the ins and desktop charger (c0440139). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) reporting that the patient was given trickle charge instructions and performed it at home. The patient then returned to the hcp office and interrogated with the programmer. It was determined that the trickle charge was successful, and the charging issues, patient pain and stiffness, and not feeling stimulation was resolved. No further complications were reported or anticipated.